Event description:
A customer reported a negative outlier for for hepatitis b surface antigen (hbsag) on one pt sample. Repeat analysis on the same instrument as well another manufacturer's instrument gave strongly reactive results. A false negative hbsag result could present a risk to public health. There was no report of pt harm as a result of this event.